Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens settled further back than expected. The lens is in alignment. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).